Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a motion control box was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by manufacturer but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure the imaging system would not boot past initialization stage. Preliminary analysis of the logs indicate position controller error. There was no patient present at the time of the issue.

Manufacturer narrative:
Device evaluation: the motion control box was returned to the manufacturer for evaluation and the issue was confirmed. Testing confirmed the issue was due to an issue with the ethernet connection. During testing, the system did not ready, nor did it enter motion cal when prompted. Visual inspection notes normally green steady led is red and steady.